Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h10 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: balloon folded towards nose tip (umbrella shape). Balloon longitudinal and radially burst. Dimensional testing was performed on the returned device. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Imagery was provided for evaluation. The provided imagery was evaluated and revealed the following: balloon burst and stuck at esheath tip. Balloon material bunched/folded towards nose tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported balloon burst was confirmed based on the evaluation of the returned device and imagery. Available information suggests patient factors (calcification) and/or procedural factors (over inflation) likely contributed to the event as per reported information indicated presence of calcification in patients annulus. In addition, it was indicated that the balloon was inflated with nominal volume plus 2ml. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, while the prescribed nominal inflation volume is provided in the IFU, over inflation can expose the balloon to pressures high enough to cause it to burst. The reported difficulty or inability to withdraw system through sheath was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon burst during valve deployment and difficulties were encountered when attempting to pull back the balloon into the sheath tip. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 26 mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach. During valve deployment, at the end of the inflation using plus 2cc, the 26 mm commander delivery system balloon burst. During the withdrawal attempt, the commander delivery system was pulled to the descending aorta and snare technique was used to reduce size. Despite this, the balloon had a complete radial tear and folded back on itself when trying to be retrieved through the distal tip of the 14f esheath plus. Then, the commander delivery system was removed as a unit with the esheath plus causing a dissection of the iliofemoral vessel that required a covered stent and ballooning. After device removal, it was observed that the esheath plus had a kink in the distal part and the liner fully delaminated. The patient was noted to be stable and discharged on post operative day 4.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation is underway. This is one of two manufacturer reports being submitted for this case.